Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient was not able to deliver a bolus for they were getting no device found today. However before any troubleshooting could be done the patient was able to connect, but said patient bolus was disabled. Patient reported they had an upcoming appointment with their managing hcp and they would follow up then. Patient mentioned the handset paused briefly at 90%.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.